Manufacturer narrative:
G4:25feb2021. H11:g5:k102985. H10: the device was reported as being in use at the time of the event on a patient. There was no medical intervention nor therapy delay. A philips service engineer (se) was dispatched to the customer site and it was determined that the power management printed circuit board assembly (pm pcba) needed to be replaced to return the device to working condition. The se supplied the customer with a replacement quote, the customer declined the service an the service order was cancelled. A philips service engineer (se) was dispatched to the customer site and it was determined that the power management printed circuit board assembly (pm pcba) needed to be replaced to return the device to working condition. The se supplied the customer with a replacement quote, the customer declined the service an the service order was cancelled. The device was returned to the customer unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:26mar2021. B4:03apr2021. The customer decided to have the service performed and a philips service engineer (se) went onsite and replaced the power management printed circuit board assembly (pm pcba) . The device passed performance verification testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
It was reported to philips that the device had a voltage failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.